Manufacturer narrative:
During further investigation, a visual inspection of the cpu board revealed no evidence of damage or contamination. During debugging the cpu pcba ls1 buzzer lead 2 was found to be at 0 volts and should be at 10 volts when activated. The ls1 buzzer was replaced on the cpu pcba. A visual inspection of the audio piezo buzzer (ls1) found cold solders on 270k ohms +/-5% resistor leadswhich generated the 1104 diagnostic code..

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified failure of the backup alarm. There was no patient involvement.

Manufacturer narrative:
The cpu board was sent to the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in a v60 test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from ac and generated the reported backup alarm failure. Cpu board was removed from the test vent for further evaluation. During debugging it was found that cpu board ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu board. The cpu board was re-installed in the test ventilator. This time no errors were generated. Visual inspection of the audio piezo buzzer (ls1) found cold solders on 270k ohms +/-5% resistor leads, which resulted in the occurrence of the reported back up alarm failure.

Manufacturer narrative:
Technician was waiting for cpu board delivery to replace it. The cpu board arrived and replaced. Then the 'backup alarm failure' was resolved. The cpu board was sent to the v60 vent manufacturing facility for evaluation. Evaluation is anticipated, but not yet begun. However, the unit failed test 10 (power fail) which is part of performance verification tests. When the unit was only on ac (battery not connected and ac connected), the unit did not start up. Pm board will be replaced, when the part arrives to the service center.